Event description:
It was reported that during a gastric procedure they could not get the stapler open after clamping down on tissue when they decided to move the device and it would not open. They had this happen again with the second stapler. They could complete the case with the third stapler.

Manufacturer narrative:
Info anticipated, but unavailable at this time.